Event description:
Country of complaint: (B)(6). Fracture of the connection between femur stem and femur component in the area of the femur box. Fracture was identified by x-ray. Revision was done. First surgery in helios- klinikum emil-von-behring on (B)(6) 2011. The femur implant could be removed easy, there was no fixation to the bone.

Manufacturer narrative:
Evaluation is ongoing at the manufacturing site.